Event description:
A nurse reported that a patient received nimbex instead of flagyl. She stated that the nimbex drip was mistakenly infusing for about 1 hour and an estimated volume that was infused was 100ml. It was reported that the nimbex had been discontinued, but the bag and tubing had been left in lace and then when the nurse intended to give flagyl, the nimbex set up was used by mistake. The nurse provided additional information stating that due to the medication error the patient received extra muscle relaxant requiring additional sedation with IV versed (amount unspecified) and remained on the ventilator longer than expected. The patient was in the surgical intensive care unit and was post op from a procedure (unspecified). The nurse reported the patient fully recovered from the event. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of nimbex infusion was re-started instead of starting the antibiotic flagyl. The customer stated that no devices will be returned and that they do not require a log review. The nurse understands what happened and does not want an event log review or needs to have the device checked.